Manufacturer narrative:
Batch review performed on 13-mar-2025: lot 2405939: (B)(4) items manufactured and released on 24-apr-2024. Expiration date: 09-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: batch reviews performed on 13-mar-2025: gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 2421610: (B)(4) items manufactured and released on 21-oct-2024. Expiration date: 06-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0314fl tibial insert fixed sphere flex size 3/14 mm l (k121416) lot 2005743: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 20-aug-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot 2403247: (B)(4) items manufactured and released on 26-apr-2024. Expiration date: 07-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: few days after primary tka on an overweight lady patient, a significant dislocation takes place. It is likely that it was originated by a traumatic or quasi-traumetic event, though the report does not mention it. Such dislocation means that at least one of the collateral ligaments, but probably both, have been damaged or ruptured. In these conditions, the condylar device used for the primary treatment is no longer indicated and therefore a constrained prosthesis must be implanted. This adverse event was not caused by a faulty or malfunctioning device. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
At about 8 days after the primary, the patient has been revised because of ligament damage. The causes are unknown. The surgeon revised successfully the implants and implanted gmk hinge with extension stems. No issues with the implants detected.